Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with increasing right ventricular lead threshold and decreased r-wave amplitude. Impedance was also noted to have increased. A new lead was indicated due to patient's history but ultimately no revision was currently planned. The patient was stable.